Manufacturer narrative:
The reported events were oversensing, inappropriate capture and lead dislodgement. As received, a complete lead was returned in one-piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Manufacturer narrative:
Correction: analysis conclusion should have been. The reported events were oversensing, inappropriate capture and lead dislodgement. As received, a complete lead was returned in one-piece. The reported event of oversensing and inappropriate capture was not confirmed. Analysis was normal. No anomalies were found apart from procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r oversensing, inappropriate capture and dislodgment confirmed via x-ray on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.